Event description:
Penumbra px slim045 microcatheter was being prepped for aneurysm embolization case. The px slim045 was flushed with saline and a transcend ex platinum 0.014in wire was inserted into it. The wire encountered strong resistance and the physician decided that px slim045 should not be used in the case. A penumbra px slim str microcatheter was used instead with the same wire and no resistance was experienced.

Manufacturer narrative:
Results: the catheter is in good condition. There is no visual damage to the product. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the physician felt resistance while introducing the guide wire through the hub of the pxslim microcatheter. The catheter was evaluated and is in good condition. A 0.025" mandrel was introduced through the hub of the catheter with no resistance or problems. The transcend guide wire that was returned with this complaint was introduced through the hub of the pxslim microcatheter and advanced distally with no issues or resistance. The cause of this complaint cannot be determined. The guide wire and catheter functioned properly as expected. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.